Event description:
Customer reported the roller clamp did not shut off the IV drip and the air vent cap broke. The doctor felt the roller clamp was completely closed, but fluid continued to drip while on a pt. This event occurred at a surgery center. There was no pt or nurse harm and no medical intervention was required. Although requested, no additional pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). No product will be returned per customer as set was discarded. The customer complaint of roller clamp did not shut off the IV drip and the air vent cap broke could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.